Event description:
It was reported that the right ventricular (rv) was found to be dislodged one week post implant. The lead was repositioned and remains in use. The patient was enrolled in the safety and efficacy study of the medtronic corevalve® system in the treatment of severe, symptomatic aortic stenosis in intermediate risk subjects who need aortic valve replacement (surtavi). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).